Event description:
The customer reported intermittent errors, red x, and the device could not power on. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported intermittent errors. Red x and the device could not power on. No pt involvement was reported. The device was evaluated at philips. The symptom was verified, the device displayed a hang at power up. The processor pca was replaced to resolve the issue.